Event description:
The olympus representative reported on behalf of the customer, the instrument channel tube on the evis lucera elite gastrointestinal videoscope was clogged. The issue was detected during preparation for use. The intended gastroscopy procedure was completed with a similar device and the evis lucera elite video system center with no surgical delay. No patient injury reported.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed not confirmed. Foreign matter was stuck in the biopsy tube. The instrument channel tube had leakage. The light guide tube was aged. The key top of switch one (1) was worn. The video connector was repaired by a third-party. The up angle was tight. The objective lens was scratched, and the suction cylinder was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction: health professional was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event was not reproduced and the foreign substance could not be specified. It was confirmed that the device had been serviced by a third party. The event can be prevented by following the instructions for use which state: "this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." Olympus will continue to monitor field performance for this device.